Manufacturer narrative:
The device was used for an off label indication. The indication the device was used for was for ezw.

Event description:
A patient indicated for urinary dysfunction reported they had not gotten therapy benefit since implant. The patient had their device reprogrammed on the day of the call and they were feeling stimulation, but could not determine if they were getting therapy benefit yet. When the patient urinated, it was less than the amount that he was typically able to urinate.